Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed no noticeable external damage. Customers reported issue was duplicated during set-up for flow test. The root cause of the reported issues was determined. The barrel clamp tapered spring slipped over the collar where the barrel clamp slide and blue spring are located. Actions taken to mitigate the reported issue: replaced barrel clamp rode and tapered spring. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that will not recognize syringe size and will not calibrate. No patient injury reported.